Manufacturer narrative:
Corrected data: b5-the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.05/1.5/086 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h10 in previous MDR- correct the b5 statement to: the reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -10.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
Additional information; h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.05/1.5/086 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was removed and exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of the event is reported as unknown.